Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. Low battery alarm and power error alarm are confirmed in the long trace file. Detailed trace analysis confirmed the insulin pump alarmed low battery and then alarmed power error was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Insulin pump was received with scratched case, serial number fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed power system error. The customer's blood glucose was unknown at the time of incident. The customer stated the alarm occurred during normal use. The customer is using an insulin pump with software 2.6. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.